Manufacturer narrative:
(B)(4). The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip movement after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing the mr to 3-4+. After deployment, it was found that the mr increased and the anterior leaflet insertion had moved. A cds was advanced for stabilization. During placement of the second clip, it came in contact with the first clip. The second clip was repositioned, and implanted successfully. Two clips were implanted, reducing the mr to 3+. There was no reported adverse patient sequela or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported partial clip movement appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.